Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 13 non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle are recorded between 07 (B)(6) 2013. 459 of 1264 lifetime v-sic occur since (B)(6) 2013. Rv pace lead impedance alert occurred on (B)(6) 2013. Ventricular pace impedance rises from an approximate baseline of 500 ohm to greater than 3000 ohm on one day: (B)(6) 2013.

Event description:
It was reported that the patient came in to the hospital due to a lead integrity alert (lia) from their device. Stored data revealed multiple fast non-sustained ventricular tachycardia (nsvt) episodes and a high number of short interval counts (sic) due to oversensing. A recent jump in right ventricular (rv) pacing lead impedance values was also observed. Oversensing was able to be provoked by manipulation. Connections were determined to be adequate, and nothing was found by visual inspection or fluoroscopy. The physician suspected a fracture so the rv lead was cut, partially explanted, and replaced. The distal portion of the lead past the trifurcation remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed ,and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).